Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were damaged. A functional evaluation was performed. The device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and read as open. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the spider 2 tenet 7615 arm can not be fix. No case reported; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.